Manufacturer narrative:
The device analysis report.

Event description:
Per the clinic, the patient experienced a displacement of internal coil and the patient also feel the current coil location is too low. The device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.